Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hcg + beta test system and elecsys estradiol iii assay results for two patient samples tested on a cobas e 411 rack. The initial hcg + b result was reported outside of the laboratory. The result was questioned by the physician because he expected the patient to be pregnant because of the hcg result on a separate blood draw which was run on (B)(6) 2021. The initial sample was rerun and this repeat result was deemed correct. On (B)(6) 2021 at 11:56 am, patient 1 had an initial hcg + b result of 20.52 miu/ml. The repeat result on (B)(6) 2021 at 2:32 pm was 804.5 miu/ml. The initial estradiol result was reported outside of the laboratory. The result was questioned by the physician which prompted a rerun of the sample. On (B)(6) 2022 at 11:20 am, patient 2 had an initial estradiol result of <5 pg/ml. The repeat result at 1:02 pm was 286.8 pg/ml. The hcg + b reagent lot number is 551036. The expiration date was requested but not provided. The estradiol lot number is 539071. The expiration date was requested but not provided.

Manufacturer narrative:
The hcg+b calibration on (B)(6) 2021 revealed that the calibration signals were slightly lower than expected. It did not appear to affect the calibration performance. The estradiol calibration on (B)(6) 2021 revealed that the calibration signals were slightly higher for calibrators 1 and 2. It did not appear to affect the calibration performance. The qc recovery for hcg+b and e2 iii were within the customer¿s indicated ranges. The serum samples were collected in red top tubes and were spun from 6 to 10 minutes at 3000 rpm. The customer used rack adapters at the time of the events. The alarm trace provided did not cover the date of the event. The field service engineer (fse) found an issue with the sampling system of the analyzer. He checked and adjusted the sampling position, replaced the worn static brush in the sampling area and wiped down the rack/sampling area for static. He checked the tube sizes, racks, and sample integrity. He also checked the pressure sensors and adjusted the liquid level detection (lld) voltage. He performed an hcg precision check with acceptable results. Qc was performed with acceptable results. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.